Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting, however a response was not received.